Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding add'l details on the event, the serial number, pt data and the event, implant and explant dates has been requested. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any add'l saline via the access port so no air will enter the lap-band system, compromising later adjustments. If your pt's anatomy requires a larger initial circumference, the perimeter of the lap-band ap system can be made larger by removing saline from the band via the access port. It is important to remove any add'l saline via the access port so no air will enter the lap-band system, compromising later adjustments." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Penetrate the access port. The port must be penetrated until the needle is stopped by the bottom of the portal chamber. Withdraw some saline to confirm that the bevel of the needle is within the port. If, after penetration, the saline solution cannot be withdrawn or injected, the bevel of the needle may be occluded by the port septum. Try to advance the needle further into the port to the bottom of the portal chamber. If you cannot advance, then re-enter the port with another sterile needle." "Failure to use the tubing end plug during placement of the band may result in damage to the band tubing during band placement." "An end plug is provided to seal the system while the band is being passed around the stomach."

Event description:
The surgeon reported a blockage in the lapband due to coagulated blood - blockage identified by x-ray. Surgeon could not get fluid in or out. Device was replaced.